Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on 11-mar-2023. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on radius side assessed as surgical impact opening, broken observed on radius side assessed as unidentified (tear)opening, broken observed on posterior side assessed as surgical impact (shell thickness was within specification). Additional observations: ¿ stress marks observed. ¿ non-penetrating nicks observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.